Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) reported in (B)(6) of 2016 they saw the elective replacement indicator (eri) message, and around the same time it was taking close to two hours to recharge, which was longer than before.